Manufacturer narrative:
A conclusion is not yet available as results are pending completion of the investigation.

Event description:
It was reported the unit is not producing an image. Although requested, additional information has not been provided.

Manufacturer narrative:
This report is being supplemented to provide corrected data (h10) regarding the reported event. After further review of the record, it was determined this event was reported under 8010047-2020-04524. Therefore, this MFR. Report 8010047-2020-04162 is a duplicate and was reported in error.